Manufacturer narrative:
The pump passed the operating current, unexpected restart, and displacement tests but alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the occlusion, prime or excessive no delivery tests due to the alarm. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a loose drive support cap. The customer's blood glucose reading was unknown. The customer stated that she might have dropped her pump. The customer mentioned that she was not able to push the drive support cap back in. The insulin pump will be returned for analysis.